Manufacturer narrative:
(B)(4). Date sent: 5/6/2024. D4: batch # 575c13. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned with the anvil cracked at the top surface on the middle side on distal end and the channel was damaged, as if both had been crushed and the reload was not received. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over a hard object causing the anvil and channel damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 575c13, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler broke at the jaws when reloading it. Still not clear how this defect could be done by hand. The surgery was not delayed and no patient consequences were reported.